Event description:
It was reported that patient underwent hip arthroplasty procedure utilizing a stem inserter on (B) (6) 2010. During the procedure, the tip fractured inside the stem. The surgeon elected not to remove the fragment.

Manufacturer narrative:
Event description - the threaded tip of the stem inserter fractured inside the stem component and was not retained by the patient. The fractured tip is inside the inserter/extraction hole of the stem. The stem remains implanted in the patient. (B) (4).

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned device found the threaded tip appeared to have fractured, due to an overload.

Event description:
It was reported that patient underwent hip arthroplasty procedure utilizing a stem inserter on (B) (6) 2010. During the procedure, the tip fractured and fell into the patient. The surgeon elected not to remove the fragment.